Manufacturer narrative:
H6 - adverse event problem: health effect - clinical code: removed code 4582 no clinical signs, symptoms or conditions. An event of valve underexpansion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The provided procedural imaging was reviewed by an abbott engineer. All information was investigated and based on the information provided by the account and without the device to analyze, the reported valve underexpansion appears to be related to procedural conditions. The cause of the reported stroke/cva (non-responsiveness) was determined to be due to heavy calcified common femoral artery at the access site. The reported surgical intervention and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. Prior to the introduction of the delivery system, there was bad vessel access. A rotablator was used, and stents and covered stents were implanted before the introduction of the delivery system. The pre-dilatation was performed without issue. The 18f dryseal introducer sheath could not be fully introduced. When the delivery system was introduced, there was resistance just below the bifurcation. The delivery system was able to pass with some force applied, and the stent attached to the distal part of the delivery system. When delivering the valve, the proximal part of the stent frame did not expand at all. One of the implanted iliac stents had fastened onto the delivery system, restricting the expansion. The full assembly was retracted to the descending aorta, where the delivery system could be removed. The stent was still on the valve. A guidewire was advanced from above, allowing a balloon to crack the peripheral stent and expand the valve stent frame. A second covered stent was implanted close to the bifurcation. A second 25mm navitor vision valve was implanted using another flexnav delivery system without any issues. The patient became non-responsive, and neurological evaluation was normal. The cause of the non-responsiveness was determined to be due to heavy calcified common femoral artery at the access site. The patient had a minor stroke. Closure was difficult, as 5 prostyle closure devices were used without success due to cuff miss. No delay due to use of prostyle closure devices. A non-abbott closure device was used instead to close the vessel access, which also occluded the femoral artery. The occlusion of the femoral artery was corrected surgically before the patient left the lab. The procedure was prolonged, and the patient is expected to make a full recovery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. Prior to the introduction of the delivery system, there was bad vessel access. A rotablator was used, and stents and covered stents were implanted before the introduction of the delivery system. The pre-dilatation was performed without issue. The 18f dryseal introducer sheath could not be fully introduced. When the delivery system was introduced, there was resistance just below the bifurcation. The delivery system was able to pass with some force applied. When delivering the valve, the proximal part of the stent frame did not expand. One of the implanted iliac stents had fastened onto the delivery system, restricting the expansion. The full assembly was retracted to the descending aorta, where the delivery system could be removed. The stent was still on the valve. A guidewire was advanced from above, allowing a balloon to crack the peripheral stent and expand the valve stent frame. A second covered stent was implanted close to the bifurcation. A second 25mm navitor vision valve was implanted using another flexnav delivery system without any issues. The patient became non-responsive, and neurological evaluation was normal. The cause of the non-responsiveness was determined to be due to heavy calcified common femoral artery at the access site. Closure was difficult, as 5 prostyle closure devices were used without success due to cuff miss. No delay due to use of prostyle closure devices. A non-abbott closure device was used instead to close the vessel access, which also occluded the femoral artery. The occlusion of the femoral artery was corrected surgically before the patient left the lab. The procedure was prolonged, and the patient is expected to make a full recovery.